Event description:
The account reported the bed exit alarm would not call the nurses' station when the bed exit alarm would sound. The bed was located in the pt tower at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the communication cable was disconnected from the universal television board. The most likely cause is the communication cable not being reconnected after the bed was transported. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected to communication cable to the universal television board to resolve the issue. Based on this info, no further action is required.